Event description:
Patient received 19 shocks from what was suspected to be lead noise. Patients device was at 3% mol2 and went to eos following the shocks. Patient had postural testing performed which was able to replicate noise on the rv lead. This rv lead was capped and the ICD was replaced on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.